Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: "g5 ventilator comes up with panel connection lost, another display was tried with the same alarm reappeared. The panel connection lost came up with the alarm at each power on. In test mode, the first attempt to export all events, would not allow the event logs to be exported, giving the message "export failed". After a power cycle, and multiple power cycles afterwards, the panel connection lost alarm did not return, and the event logs were able to be downloaded."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: "g5 ventilator comes up with panel connection lost, another display was tried with the same alarm reappeared. The panel connection lost came up with the alarm at each power on. In test mode, the first attempt to export all events, would not allow the event logs to be exported, giving the message "export failed". After a power cycle, and multiple power cycles afterwards, the panel connection lost alarm did not return, and the event logs were able to be downloaded."